Event description:
It was reported to philips that the battery is not charging. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.